Manufacturer narrative:
Product ID 8731sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter, product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter, product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted (partial): 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant the catheter had migrated and it was confirmed to be in the epidural space. As a result, the catheter was revised with confirmation to the intrathecal space. It was indicated following the revision that the patient developed meningitis and had a fever and this was apparently surgically related as noted by the infection disease physician. It was also reported, due to the severity of the patient's scoliosis; the distal portion of catheter was left behind and only the proximal portion of the catheter was explanted. It was noted that there was no patient injury and the patient seems to be responding to treatment. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.